Event description:
It was reported that when using the bd pyxis¿ medstation¿ es neuro user was unable to access the device. The customer informed that the station displayed a blank blue screen with no patient list visible. Although user was able to log in without issues, no option to view the patient list was available. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
E.1. Initial reporter facility: (B)(6). A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 25-sep-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlate to the customer reported issue. Upon investigation of this incident, a technical support specialist (tss) reported that requesting server access on rss after multiple unsuccessful attempts to reach itg support. The tss suspected an area assignment issue and contacted the pharmacist supervisor to verify the user assigned area, which was confirmed to be correct. Customer was informed that further investigation would continue once server access was obtained. A follow-up email was sent, and the customer later confirmed that the issue has been resolved.